Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 409 mg/dl. The customer¿s other blood glucose value was 255 mg/dl. The customer also had issue with sensor. The customer reported blood at insertion site of sensor and also site was not actively bleeding. The insulin pump will not be returned for analysis.